Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter experienced low blood glucose and insulin pump drive support cap anomaly. The customer¿s blood glucose level was 34 mg/dl at the time of the incident. The customer stated that the drive support cap was loose cracked. The customer declined troubleshooting for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Device received with loose drive support disk. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.